Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure, when advancing the device into the patient 's body from the femoral artery, the tip of the dilator became burred. Another manufacturer's device was used for the procedure. No adverse effects to the patient were reported.